Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the patient¿s device was interrogated and reprogrammed on (B)(6) 2017 the amplitude was increased and frequency was switched. The outcome was resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The patient reported the jerking sensation when sitting down was due to the high output. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016. It was reported the patient came into the clinic for programming follow-up on (B)(6) 2017 and was reprogrammed by the manufacturer representative. The frequency was decreased. After the reprogramming, the patient reported pain while still in the clinic and the manufacturer representative adjusted the amplitude (voltage). The patient left the office per note with good spinal cord stimulator (scs) function and follow-up with the manufacturer representative in about a week to check the effectiveness. The event was ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was not applicable. The clinical diagnosis was undesirable stimulation. The patient reported that she needed to turn up stimulation high to get pain relief when up walking but it felt like it was jerking when sitting down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was enrolled in a clinical study and implanted with a neurostimulator for spinal pain. It was reported that the patient needed to turn up stimulation high to get pain relief when up and walking but felt like it was jerking when sitting down. The patient said her spinal cord stimulator was off at the time of the report and it was assumed that she would have turned it off with her remote. The patient reported on (B)(6) 2016. The event was possibly related to the device or therapy, specifically due to programming. The event was not related to the implant procedure.